Event description:
It was reported that prior to an unk procedure, as the locking cam was broken, the device could not be locked. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.